Event description:
Boston scientific received information that during an right ventricular (rv) lead revision procedure, it was noted the header and leads were damaged due to electrocautery. Due to the damage to the header, there was a short circuit outside of the patient. As a result, the entire system was removed. A new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device had no telemetry. External visual inspection noted tool marks on the case and header. The header was completely pulled away from the case and the feed through wires were fractured. It was confirmed the damage was induced during the procedure.